Event description:
Fire department personnel were treating a cancer pt who had been down for 1 to 2 hrs. The device reportedly gave a connect electrodes alarm. A back up was obtained and treatment was continued. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's lack of viabilty. It was later noted that the expiration date of the electrodes was 2/97.